Event description:
The facility had sent an infusion pump in for service where a baxter service technician had discovered a failure code 812:02. The biomed of the facility stated that the pump had not been involved in any patient incidents since the last baxter service event. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available.